Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. UDI#: unknown. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-03959, 05393 / 05394, 05442).

Event description:
It was reported that during a hip revision procedure, the femoral head would not separate from the stem. When attempting to remove it, the patient experienced a proximal femoral fracture. The stem and head could not be separated, and were removed as one piece.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed through review of medical records. Operative report indicated the head could not be removed from the taper, resulting in a femoral fracture. Device history record was reviewed and no discrepancies were found. Root cause of the event could not be confirmed. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.